Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient needing an impella 5.5 device for mechanical circulatory support. While on support, there was a ¿purge system blocked¿ alarm. There were no kinks detected, and the motor current was still in range. Protocol given to apply the lysis and allow to run. No further information was provided.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Instructions for use: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ d6b explant date reported incorrectly on manufacturer device report 1220648-2024-23831. G1 reporting contact email revised on manufacturer device report 1220648-2024-23831 in accordance with updated procedures. H10 instructions for use missing on manufacturer device report 1220648-2024-23831.